Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) and right ventricular (rv) leads exhibited noise over-sensing. Both the ra and rv leads were capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.